Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted caller with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood instructions.